Event description:
It was reported to medtronic minimed that the customer experienced hemorrhage/blood loss/bleeding, hypoglycemia treated with no treatment, and glucose/carb intake. The customer reported a blood glucose value of 64 mg/dl. Troubleshooting was performed. The event involved product(s) mmt-397at, mmt-332a, mmt-7841zn, mmt-1884l, mmt-7040a, mmt-397at. The customer received a change sensor alert. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The customer reported a loss of communication between the transmitter and the pump. The confirmed transmitter serial number is programmed in the manage devices screen. Pump in the process of making multiple attempts to re-establish communication with the transmitter. The customer has not been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer reported receiving a replace battery alert/replace battery now alarm after receiving a low battery warning. The alarm occurred less than 8 hours after low battery warning. The customer called for an issue not covered by existing troubleshooting guides. The customer reported blood at the site. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-397at. No product return is required for mmt-332a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-397at.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.